Manufacturer narrative:
Initial.

Event description:
It was reported that after the first lunch announcement on a newly started ilet system, the user observed a postprandial continuous glucose monitor reading of 250 mg/dl; the event was discussed with the user and education was provided on ilet learning and the meal adaptation protocol, and the device problem and component could not be determined due to insufficient information. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information to identify a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.